Event description:
The pt received his scs system, including a rechargeable ipg, on (B)(6) 2008. It was reported the ipg implant site suddenly became hot when the ipg was recharged. The pt was given a new device charger. Follow up on the pt found that the new charger corrected the issue. The ipg remains in use.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.